Event description:
Facility is finding increasing number of incomplete, spotty or patchy anesthetics. This has occurred with different practioners in hosp. Rptr is attempting to call co's product assurance to see if there have been any other problems from other institutions.